Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient who had been implanted with a constrained acetabular insert and v40 femoral head on (B)(6) 2016 underwent open reduction and change of liner on (B)(6) 2016.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The liner was found damaged. The damage on the liner is consistent of explantation damages. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "in a proximal femoral replacement total hip arthroplasty inherent instability from massive muscle and soft tissue deficiency likely required a constrained liner. The persistent lack of soft tissue support likely resulted in repeated impingement on the locking mechanism leading to disassociation. Revision to a new constrained liner with a longer 22.2/plus-3 head and increased patient instructions may avoid a recurrence. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the device was returned in the damaged condition and those damages are consistent of explantation damages. The medical review stated that the persistent lack of soft tissue support likely resulted in repeated impingement on the locking mechanism leading to disassociation. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
The customer reported that the patient who had been implanted with a constrained acetabular insert and v40 femoral head on (B)(6) /2016 underwent open reduction and change of liner on (B)(6) 2016.